Manufacturer narrative:
Upon receipt of the complete lead at the our post market quality assurance laboratory visual inspection noted that there was a puncture hole in the silicone insulation just distal to the fluoroscopy marker. This puncture likely occurred during backloading when the stylet was leaving the lumen. Dried blood/fluid was noted in the lumen of the lead. Laboratory analysis confirmed the clinical observation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead the guide wire perforated the lead insulation. A new lead was used. No adverse patient effects were reported.